Event description:
It was reported that during patient treatment, the ventilator stopped ventilating. Pressure curves were visible on the screen but the patient received no volume. The patient was deeply sedated and became desaturated. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Ventilator logs were provided for investigation. Evaluation of the provided event log shows that the ventilator was set to pressure control mode where the ventilator delivers a constant pressure over a preset inspiratory time and respiratory rate. On the reported event date and time, the ventilator alarmed for expiratory minute volume low. No alarms for high pressure were noted. The alarms are an indication of an increased resistance in the patient circuit, most likely due to an occlusion in the y-piece or et (endotracheal) tube. When the y-piece or et tube gets occluded, the ventilator only pressurizes the patient circuit and not the patient. This is the reason why the user reportedly experienced that pressure curves were visible on the ventilator screen but the patient received no volume. The delivered volume is dependent on the pressure above peep, lung compliance and resistance in the patient circuit and airways. Changes in lung resistance or compliance will affect the volume delivered. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior ventilation was started. According to the trend log during the ventilation period, the ventilator delivered peep and respiratory rate according to settings but measured tidal volumes decreased. In conclusion, the clinical alarms are not due to any ventilator malfunction but may reflect an occlusion in the patient circuit (y-piece or et tube).

Event description:
Manufacturer's ref #: 273630.